Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since 2004, the pt has refused to wear his device, saying that it was too loud. Testing on the following day confirmed, that the device has malfunctioned.